Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) opened the back panel, unplugged each drawer and reseated then found the issue on drawer 4. Later the fse replaced both the module interface board and the drawer controller board, closed the panel and powered on the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.